Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Incidental findings: missing streamline battery clip. Manufacturer's investigation conclusion: the reported event of the power module (serial number: (B)(6)) having minor damage near the power cord receptacle was confirmed upon arrival of the returned unit. Visual inspection revealed that bottom housing was damaged near the power cord inlet and the power cord spring latch had been sheared off. The damaged parts were replaced, and preventative maintenance was performed. The serviced and repaired power module then passed a full functional checkout and was returned to the customer. The root cause of the observed damage could not be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module had minor damage and was sent in for repair. The cord container and plastic near the power cord receptacle snapped off. There was no patient involvement.